Event description:
It was reported that the customer's insulin pump battery died and the pump would not turn back on again, despite changing out the battery multiple times. It was stated the insulin pump would get bumped often. No relevant corrosion nor damge were noted. Customer did not have a new battery with which to test the pump. His blood glucose was over 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.